Event description:
The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, the reported low flow events and elevations in pump power and flow could not be confirmed as no log files were provided for review. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), and the reported elevated lactate dehydrogenase (ldh) and parameter changes, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. Hmii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 4 of the IFU, "system monitor", describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms with indications of a likely pump thrombus on (B)(6) 2023. It was later reported that the patient experienced symptoms of elevated lactate dehydrogenase (ldh), elevated flows, and power spikes. There were no changes in patient condition or anticoagulation status that would have contributed to thrombus. The pump was explanted and replaced on (B)(6) 2023. Log files were unavailable, but the pump was returned for analysis to determine the presence of thrombosis. The patient remained admitted for recovery.